Event description:
Reportable based on analysis approved on (B)(6) 2013. It was reported that crossing difficulty was encountered. Vascular access was obtained via the right femoral artery utilizing a contralateral approach. The 100% stenosed target lesion was located in a moderately calcified and mildly tortuous left superficial femoral artery. Following a non- bsc introducer sheath and non-bsc guide wire, a 3mm x 40mm x 145cm coyote es balloon catheter was selected and advanced to the target lesion but was unable to cross. The procedure was not completed due to unavailability of same device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed a balloon tear.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: returned product consisted of a coyote es balloon catheter with a shelf box and carrier tube (hoop). The batch number on the returned device and packaging matched the reported batch number. There was blood in the inflation lumen, guidewire lumen and balloon. The balloon was loosely folded. Magnified inspection revealed a longitudinal tear in the balloon wall material at the proximal end of the balloon, which was 13mm in length. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).